Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient was implanted with an impella cp device for mechanical circulatory support. During impella support, the physician attempted to reposition cp and pulled it out into the aorta. The physician could not get it back in place, so they removed it and left the still-in-place peel away in. Due to tamponade of the heart and lungs combined with shallow impella placement, flow issues arose. The repositioning helped the impella to have optimal flows. Additionally, a clot was discovered after opening the abdomen. The patient was given packed red blood cells, sodium bicarbonate and systemic heparin.